Manufacturer narrative:
It was reported that after priming, the pump doesnt begin the feeding cycle even after trouble shooting. It was reported that due to this, tube feeding could not be administered. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Pump malfunction.

Manufacturer narrative:
Updated d4, g3, h6.